Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pinpoint lumps, nodules, overcorrection, hard and thickened are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and patient problem/medical problem: "contra-indications, do not over-correct. Undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Indurations or nodules at the injection site".

Event description:
Healthcare professional reported a patient having been injected with unspecified juvéderm voluma by a different injector. Patient developed "small pinpoint lumps and questionable overcorrection." Patient then received injections of juvéderm voluma xc. Patient was reviewed later and the juvéderm voluma xc injection site was "quite hard" and "thickened." Patient was treated with doxycycline and the "nodules were significantly softer and settled." No "further orders or action taken." This is the same event and the same patient reported under MDR ID #3005113652-2015-00616 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvéderm voluma.